Event description:
It was reported that a (B)(6) female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the physician was performing a pvi. When she finished with the ablation and validation of the pulmonary veins and she was ready to pull out all the catheters, she noticed a pressure drop. It was not sure about the cause. Probably due to an ablation on the posterior wall. A tamponade was suspected, and a pericardial drainage was inserted to locally lower the pressure. After that, all the parameters were going up and the patient was sent for further check in into the intensive care unit (ICU). Additional information was received on 5-nov-2021. The physician¿s opinion on the cause of this adverse event was procedure related. The physician still does not know the reason but maybe she thinks that the cause could have been the transseptal puncture. No biosense webster, inc. Product malfunction. Outcome of the adverse event was improved and no further information available at the moment but the patient was recovering well. The patient did require extended hospitalization because of the adverse event to monitor possible complication. Generator used was the smartablate. A transseptal puncture was performed with a baylis needle. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was 8ml/min <30w and 15ml/min>30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation, only after changing the power. Pump worked correctly. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, parameters for stability used were: tag index, 3 mm visitag size. No additional filter used with the visitag. Color options were used prospectively: other, coloring threshold different for post and ant ablations. Additional information was received on 15-nov-2021: two days after the operation, the patient was still in the hospital recovering. It was not exactly known when the patient was discharged. She went to the ICU and her parameters were monitored until possible additional complications were excluded. The last update received was that the patient after days was recovering well.

Manufacturer narrative:
The event date was reported as unknown. Therefore, the 1st day of the month has been entered as the event date. Date of event was processed as (B)(6) 2021. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30620690l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).